Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support and developed hematoma and bleeding from the right groin. The impella access site was on the left side. The right side had previous iliac stenting. Heparin was withheld and blood products were transfused. The patient also showed signs of ischemia to bilateral lower extremities and right hand had rising lactate. The patient was made comfort care and later expired.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, limb ischemia, and access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the patient is having bleeding from multiple sites. The root cause of access site bleeding is determined to be patient condition because the patient is bleeding from multiple sites. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Vascular damage - peripheral vessel: the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.